Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During the deployment it was reported the sheath was not withdrawn 3-5 mm as directed in the instructions for use deployment procedure. Following the deployment, the patient experienced absent pulses and loss of color in the affected foot. An ultrasound and angiorgram confirmed an occlusion and treatment consisted of surgical thrombectomy and anticoagulation therapy. The treatment was successful and the event was resolved.